Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what color cartridges were used throughout the surgical procedure? Black, green, gold, blue. Was buttressing material used? Seamgard 60 for echelon. Does the surgeon wait 15 seconds prior to firing? N/a. Does the surgeon pulse fire or use one continuous firing stroke? N/a. How were the post-op issues identified? N/a. Was this a bleed or anastomotic leak? Oozing of the staple line over time. How was the post-op issue treated? Standard protocol. Is the surgeon alleging there was a deficiency of device that led to the post-op issues? Oozing from staple line. What is the current patient status? Treated and was discharged no patient harm.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout the surgical procedure? Was buttressing material used? Does the surgeon wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? How were the post-op issues identified? Was this a bleed or anastomotic leak? How was the post-op issue treated? Is the surgeon alleging there was a deficiency of device that led to the post-op issues? What is the current patient status?

Event description:
It was reported that the doctor performed a laparoscopic gastric sleeve on a patient on (B)(6) 2018. The doctor noticed intra-op oozing of blood from staple line and used clips to reinforce the staple line. Bleeding was controlled before the case was completed. Two weeks, post-op, on (B)(6) 2018, the patient experienced a post op leak which led to a hematoma. The patient was treated on (B)(6) 2018 and released.